Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a false pause episode due to intermittent undersensing. No device intervention was performed. Patient was in good condition before, during, and after the event.